Event description:
It was reported that this lead was an attempted left bundle branch (lbb) implant due to detachment of a component and helix broke during extraction. The physician opted to implant another lead in the left bundle branch (lbb). This lead has not returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted left bundle branch (lbb) implant due to detachment of a component and helix broke during extraction. The physician opted to implant another lead in the left bundle branch (lbb). This lead has not returned for analysis. No adverse patient effects were reported. The device was not returned by the customer, therefore, no product analysis could be performed.

Event description:
It was reported that this lead was an attempted implant due to detachment of a component and helix issues. The physician opted to implant another lead in the left bundle branch (lbb). This lead has not returned for analysis. No adverse patient effects were reported.